Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for hypoglycemia. Her blood glucose level was 38 mg/dl. The customer's most recent blood glucose level was 430 mg/dl. She was still on the insulin pump while in the hospital. She treated her blood glucose level with the insulin pump, delivering 1.4 units of insulin. While troubleshooting air bubbles were found inside the tubing and multiple no delivery alarms were found in the alarm history. The product was not returned. Nothing further to report.